Manufacturer narrative:
The reported oad and guide wire were received, engaged, for analysis. The oad driveshaft was fractured, and the fractured portion remained on the guide wire. The remainder of the oad driveshaft was damaged. Resistance was felt when removing the guide wire, and the guide wire was kinked. The root cause of the guide wire kink was undetermined. Surface wear and galling was observed on the guide wire where the oad had fractured. Scanning electron microscopy of the fracture faces of the driveshaft identified fatigue striations. This damage was consistent with damage seen with localized, elevated stress levels applied to the driveshaft while spinning over a guide wire kink, although this could not be conclusively confirmed. The oad functioned as intended during testing. At the conclusion of the device analysis, the reported driveshaft fracture was confirmed, however, the report of the oad stopping was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Additional information regarding patient status and procedure details was requested, but the facility declined to provide it. (B)(4).

Event description:
During a procedure, a diamondback coronary orbital atherectomy device (oad) was used to treat a lesion in the circumflex artery. The oad lost speed and stopped spinning during the second treatment pass, and it was noted that the driveshaft was fractured near the crown. The oad was removed from the patient.